Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the smart device displayed a transmitter failed error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed because it has no voltage. Performed log review and no errors were found related to customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.